Event description:
It was reported that the right ventricular lead had loss of sensing and was explanted and replaced. The device which had not reached elective replacement indicator but had suspected early battery depletion was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis revealed analysis was performed and no anomalies were found. Concomitant product: 6935-65 lead, implanted: (B)(6) 2013. (B)(4).